Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all the keypad buttons were unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission 06/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/25/2012 with the following findings: evaluation revealed that the audio bolus button was detached but the keypad rubber was intact. The detached bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons responded appropriately and spring back or click normally. There was no contamination found under the key contacts.